Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-02844

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to instability and wear. The liner, modular head, and taper adapter were removed and replaced.